Manufacturer narrative:
The download data showed that an 0x3d alarm was generated indicating step sensor asserted before wire driven. The alarm was generated during pod operation. Inspection of the pod electrical components found no issues that would contribute to an alarm. An internal tear was observed in the unexposed portion of the soft cannula. Fluid was found to leak from this tear. It is unknown if this internal leak contributed to the hazard alarm. The exact cause of the reported 0x3d alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site on their leg, the pod's cannula was found damaged. No treatment was reported.